Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire fracture occurred. A bilateral nephrostomy catheter replacement procedure was being performed with a vtc 8 k flexima¿ catheter in the renal pelvis. The guidewire was introduced and the introducer with dilator followed. The dilator was removed at which the time the introducer was also pulled out. Later in the procedure, the guidewire was removed at which time it was noted by the physician that the wire was bent. The physician decided to reintroduce the wire to the patient to attempt catheter placement again. At this time it was reported that 1.5mm of the guidewire fractured. The broken fragment remains inside the renal pelvis. The procedure was completed with another of the same device. The patient is in stable condition. The physician requested for a consultation for surgery with the urologist regarding the device fragment left in the patient. The consultation is currently pending and the surgery has not been planned.